Event description:
It was reported that (1) device was used during a laparoscopic adrenalectomy. It was reported by the affiliate that the pro46 product post opening had a metal band/loop which dislodged and fell into abdomen. Another device plus handsuturing was done to complete the case. No further consequence to the pt.